Event description:
The pt reported that subsequent to the implant of a protegen sling, the sling eroded and pt developed a hole in the urethra. Pt reported that the device was removed and the hole in the urethra was repaired. The device was not returned for eval.